Event description:
The subject device was used during an open sigmoidectomy. After about 1 hour use, the device stopped working. And the surgeon found that the ptfe pad was separated. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus med systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.